Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported the procedure was performed on a female patient in her (B)(6) in the pre-op area. The catheter was placed for an interscalene block without incident and used successfully. The patient was sent home with the catheter in place and she removed in 72 hours after the procedure. Upon inspection of the catheter, the patient noticed that the wire tip was not exposed. The patient returned to the hospital and an x-ray was performed which confirmed there was nothing foreign left in the body. There was no delay in treatment and no patient death or complications were reported.